Event description:
The intra-aortic balloon leaked. This was the only information at the time of the report. On 2/1/99, datascope, was informed that the pt expired shortly after the intra-aortic balloon was removed. The following was reported on 2/9/99: the intra-aortic balloon leaked. Blood was noted in the catheter tubing. After the intra-aortic balloon was removed on 1/20/99, the pt's condition deteriorated rapidly. The pt expired on 1/20/99. Another intra-aortic balloon was not inserted into the pt because the dr felt that the pt was not "salvageable". (Event complications: unknown - reported 1/20/99; pt. Deteriorated/expired - 2/9/99 (pt's current status: expired - reported 1/20/99.).